Manufacturer narrative:
Additional information: device evaluation. A medtronic representative went to the site to test the equipment. Testing revealed that the axiem emitter was not functioning. The emitter was replaced and the system regained functionality.

Manufacturer narrative:
Patient weight not available from the site. The emitter for the navigation system was returned to the manufacturer for evaluation. Testing found an error on a coil in the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information that, while in a catheter placement procedure, the emitter for the navigation system was not communicating with the electromagnetic interface box. A second medtronic navigation system was brought into the operating room (or) to complete the procedure. There was a reported delay to the procedure of ten minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.